Event description:
The pt reportedly experiences periodic loss of sound and facial nerve stimulation. Testing of the device revealed that the device is functioning normally. Post-op imaging revealed that the electrodes are correctly placed. The center will pursue device revision surgery.